Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)".

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced postoperative anemia, urinary leakage, mild urgency incontinence, vaginal sensitivity, grade one or two variocele, constipation, mesh and sling extrusion/ exposure and erosion requiring five in-office trimmings, recurrent urinary tract infections, vaginal discomfort with intercourse, diarrhea, rectal bleeding, grade iii rectocele and recurrent enterocele requiring uterine sacral tfs sling with posterior colporrhaphy, cystoscopy, excision of extruded mesh, postoperatively she suffered from urinary retention requiring urinary catheterization; per ultrasound her vaginal sling appeared either corded or disrupted, anterior mesh went to the vagina and then folded around itself.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh protrusion, foreign body sensation, foreign body in patient, cramping, bladder infections, loss of feeling in vaginal area, numbness, loss of urinary sensation, straining to urinate, dyspareunia, failure of implant, prolapse, vaginal odor, vaginal discharge, fullness, abdominal pressure, back pain, difficulty with bowel movements, chest pain, nonsurgical and additional surgical interventions.